Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was reported to be the patient hung their pd bag on the wall. The patient was not hospitalized for the event. On an unreported date, the patient was treated with injection (inj.) Amikacin (100 mg, frequency not reported) ip, reflin (1 gm, frequency and route not reported) and fortum (1 gm, frequency and route not reported) for peritonitis. The outcome of the peritonitis event is unknown. It was not reported if pd therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).